Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated medical procedure, there was a power on reset condition. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.